Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2022 the customer¿s blood glucose level was 600 mg/dl and above at the time of hospitalization. The customer did not experienced symptoms due to high blood glucose. The customer treated high blood glucose with intravenous insulin drip. The insulin pump was not on auto mode at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.